Manufacturer narrative:
(B) (4): an amo field service technician evaluated the equipment at the customer location and confirmed the error. Testing of the components revealed that the vacuum sensor had a discontinuity. In addition balanced salt solution was found in the venturi pump. The vacuum sensor was replaced and the pump was cleaned. Upon completion of the service, the system was tested and met the device specification.

Event description:
The doctor reported that during a phacoemulsification procedure the machine stopped with an error which was not able to be cleared. The doctor did not want to wait for a back up machine to be prepared and instead converted the procedure to a manual extraction to remove the remaining lens fragments. A capsular tear occurred during the manual extraction, however, this did not result in any loss of vitreous. The iol was implanted in the sulcus and the wound was sutured closed. The pt's outcome is expected to be good; however, a delay in healing is likely.